Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens haptic was bent prior to removal from the packaging. No pt contact reported.